Event description:
On 10/22/2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The pt does not take any medications for her diabetes. The pt indicated that the reported meter had not been working for a couple of weeks. She was unable to provide a specific date/time as to when the alleged issue began. However, the pt claimed that she received insulin treatment from an unidentified healthcare professional (hcp) as a result of the alleged issue. The pt was unable to provide the date/time the insulin was administered or what type/dosage was given. The pt mentioned that she had a doctor's office visit, although, she denied developing symptoms because of the alleged issue. She also denied that her blood glucose was tested on another device during the time of concern. The alleged issue was not resolved with training. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she received insulin treatment from a hcp as a result of the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.